Event description:
Boston scientific received information that oversensing was observed on the rate/sense channel of this right ventricular defibrillation lead, which was occasionally oversensed causing pacing inhibition in some cases greater than two seconds in duration. No adverse patient effects were observed. The clinician also inquired as to why left ventricular pace markers weren't always observed. Technical services discussed troubleshooting options. Subsequently, it was reported that oversensing and pacing inhibition was again noted on this lead- this time, inhibition duration was less than two seconds and could be re-created with deep breathing. No adverse patient effects were observed in either case.

Manufacturer narrative:
The field representative reported that re-programming resolved the oversensing and that all other lead measurements diagnostics remained within normal limits. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.